Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. Only an empty product carton was returned for evaluation. We have inquired regarding the status of the device. If the device becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an embolization treatment, resistance was encountered in the guide catheter during advancement. Upon withdrawal the coil prematurely detached from the delivery pusher. The coil and guide catheter were removed without incident. No intervention was taken. No harm or injury was reported due to this incident.